Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was shaking and at the end of (B)(6) 2019, she went to the emergency room (ER) at 3 am. It was also reported that the patient had her ins turned up really high and no one could help her. A doctor¿s appointment was scheduled for (B)(6) 2020 and the patient wanted a manufacturer representative (rep) to check the ins and leads. There were no further complications reported or anticipated.